Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: during investigation, the pump intermittently powered up with the returned battery cap. The battery cap threads were damaged, and a test battery cap was used for all testing. The pump intermittently powered up with a test battery cap. The test battery cap was unable to fully tighten to the pump. Unrelated to the original complaint, the battery compartment was cracked in the thread area. The battery cap threads were damaged. Moisture was found inside the battery compartment. The current draws were within specifications. A leak was found in the battery compartment. The pump was opened to find no further moisture. The battery life issue was not duplicated during investigation. The intermittent power complaint was due to battery cap and battery compartment moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.